Manufacturer narrative:
Concomitant medical products of initial medwatch report indicates: product available to stryker: field concomitant medical products of the initial medwatch report should indicate: product available to stryker: return additional information: the device was returned for evaluation therefore, section d10 has been updated accordingly with the new information. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself when connected to ac and battery power during a patient event. This issue is patient related; however there was no adverse patient outcome reported. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself when connected to ac and battery power during a patient event. This issue is patient related; however there was no adverse patient outcome reported. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.